Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation with a grade of 4 and an anterior prolapse. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2022, the patient was re admitted to the hospital due to heart failure. Transesophageal echocardiography (tee) was performed and showed the clip had detached from one leaflet and remained attached to the other leaflets (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2022, mitral valve replacement was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported recurrent mitral regurgitation (mr) was due to the slda. The cause for the reported heart failure could not be determined. The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.